Event description:
Customer reported a false negative reaction with the lea donors (B)(6) to the 0.8% resolve panel a lot# vra198 with a patient later confirmed to have an anti-lea. Customer reports initially testing each sample against 0.8% surgiscreen and a 1+ reaction was observed. Customer proceeded to test in 0.8% resolve panel a lot# vra198 and no reaction was obtained with the lea positive donors (B)(6). Customer then tested the sample by using the resolve panel b and the lea positive donors reacted 2+ and lea was identified. Patient in question had no previous history at this facility. All described testing performed in the mts anti-igg gel cards with 15min incubation. No haze or hemolysis was noted to either (B)(6). No qc was performed on the panel in question.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).